Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the recharger (product ID 97755 lot# serial# (B)(6) found it "fail t5175 (sc_interrupt check), suspect overmold cable defective". This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was experiencing a charging problem and they were seeing a "software problem" screen (1-intellis 2-3.6 3-243 4-qf_port). They were also seeing a "replace controller battery" screen when charging the implant the other night. The recharger would lose connection with the implant when charging, and other times the screen would go blank. It took a long time to charge the implant and the recharger was heating up. A replacement device was requested.